Manufacturer narrative:
A beckman coulter (bc) field service engineer (fse) evaluated the au5800 clinical chemistry analyzer, and identified defective ise (ion selective electrode) buffer valves. Replacement of the ise buffer valves resolved the issue. Initial reporter's phone number is (B)(6). (B)(4).

Event description:
The customer reported high ise (ion selective electrode) results on 5 patients on the (B)(6) 2018 while beckman coulter was carrying out a scheduled pm (preventative maintenance) on their au5800 clinical chemistry analyser. Reference MDR 9612296-2018-01007. On the (B)(6) 2018 the beckman coulter fse (field service engineer) returned to the customer site to perform another pm on a different au system, and the customer reported generating further erroneous high ise results on the original au5800 for 10 patients. The results were not released from the laboratory; thus, there was no impact to patient treatment. There were no reports of calibration or quality control issues prior, during or after the incident. The customer was unwilling to provide any data or examples of the results. No patient demographics were provided.